Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Functional tests & results: instrument(s) function properly, bcf)no,adeg)yes. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "right angled electrodes fell off the three devices" during surgery occurred due to an inadequate solder weld on instruments (b), (c), and (f). Instruments (a), (d), (e), and (g) were received in good physical condition. The electrode tip is welded during the assembly process. The assembly weld equipment has been mofified to reduce the possibility of the recurrence of this issue.

Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the right angled electrodes fell off of three devices into the pt's abdomen. The electrodes were retrieved by using grasping forceps. All electrodes were recovered. There was no pt consequence.